Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed out of range pacing impedance measurements and loss of capture. The patient was asymptomatic. A lead fracture is suspected.